Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event and treated with vancomycin (intraperitoneally, 1.5g every 3 days). Dianeal therapies were ongoing. Treatment with vancomycin was later discontinued and the patient was discharged from the hospital. The patient was reported to be recovering from the peritonitis event. Additional information is not available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.